Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event in (B)(6) 2007 and a cardiovascular event in (B)(6) 2012 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving two separate products.